Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after two placements of the right ventricular (rv) lead, placement difficulty was observed. The lead was removed and it was observed the helix was not linear anymore and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended and the helix is bent. If information is provided in the future, a supplemental report will be issued.